Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had about 16 surgeries on his knee. None were for infection the last surgery was about a year ago in (B)(6). There was a pf stems and sleeves in both femur and tibia, as well as a 15mm thick rev mbt tray. The femur was a tc3 and a 2.5 17.5mm tc3 insert was implanted. The patient came to surgeon complaining of pain, swelling and instability. The xray shows well fixed implants and during surgery, surgeon resected the patella and replaced it with a 38mm and increased the insert to a 22.5mm. He determined that the knee was more stable and closed. Doi: (1) one year ago; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.